Event description:
This event was initially reported by the center to a baxter sales representative on 8/23/2002. That same day the sales representative contacted fenwal product surveillance to report the death of a donor in 2002. After processing aproximately 100 ml of whole blood (1-2 minutes into to procedure) the donor center contacted emergency services and the donor was taken to a hospital where pt was pronounced dead. No symptoms were reported by the donor to the center staff during the collection. No further event info has been provided.